Manufacturer narrative:
Other relevant device(s) are: product ID: ev olutpro-26-us, serial/lot #: (B)(4), ubd: 22-apr-2020, UDI#: (B)(4) product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the valve dislodged. The valve was snared into the ascending aorta. Subsequently, a second valve was successfully implanted. The physician suspected the nose cone of the delivery catheter system (dcs) caught the tab of the valve during release, which may have caused the dislodgement. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated to include code. Product analysis: the valve remains implanted and the dcs was discarded; therefore, no product analysis can be performed. If information is provided in the future, a supplemental report will be issued.